Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 44 mg/dl. Customer reported that yesterday customer had 70 mg/dl. Customer treated with chocolate milk. Customer stated that she is low because she did not put temp basal on as long as she should have when out walking (regarding yesterday low 70) customer had irritation beginning with oval tape within a couple of days of starting sensor. The insulin pump will not be returned for analysis.